Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer stated it happened recently. The customer's blood glucose level ranged from 300 to 429 mg/dl. The customer performed the self-test and it failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.